Manufacturer narrative:
Results: communication cable with bent pins.

Event description:
It was reported by service report that the docker cable (com cable) had bent pins. It is unknown if there was patient involvement or adverse consequences to report.